Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed an alert for low impedance on the left ventricular lead. No intervention or patient symptoms were reported. No further information could be obtained.